Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: upon receipt, the device interrogated normally. The device was tested using the automated test equipment system and was found to be normal. The results of product testing do not suggest that a device caused or contributed to the death of the patient.

Event description:
It was reported that the patient deceased. It is unknown whether the death was related to the device.